Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/7/2020. D4: batch # t5dv5c. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, but unavailable: how was the device removed from the patient (i.e. Anvil release button, knife reverse switch, jaws forced open, cut from tissue, etc.)? Did the jaws eventually open?

Event description:
It was reported that during an unknown procedure the jaws would not open after being fired twice. No other information is available. No patient consequences were reported.